Event description:
It was reported that the patient had a pocket infection. Action required was a replacement on (B)(6) 2013. The leads would be kept in place and cleaned. The implantable neurostimulator (ins) would be removed and replaced with a new ins in a new pocket on the other side of her body. It was noted that the ins was working great. Patient was alive with no injury. Patient symptoms were drainage/incisional wound opening at the pocket. Antibiotic treatment was necessary. Location of the issue was left side implant device pocket. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the ins was implanted on the left side and that side, the skin itself opened up and got really infected. The patient reported that they put her on antibiotics for a couple of months in a row trying to get it to slow down. The patient reported that they had to go in for emergency surgery at 12:30 am and the healthcare provider (hcp) had to cut skin out that was infected and put it back together. The patient reported that the hcp moved the ins from the left side to the right side. The patient noted that this happened within the first 2 weeks after implant. No further complications were reported.